Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) with a high value of 390 mg/dl. The user stated that insulin cartridges had been leaking during supply changes, though the ilet itself was not damaged. The agent guided the user through a full supply change with a contact detach (cd) steel infusion set, but the user opted to replace only the cartridge and ended the call. The user's reported symptoms included low energy and frequent urination. Follow-up attempts were unsuccessful, but by (B)(6) 2025, reports confirmed blood glucose (bg) had returned to range. Blood glucose (bg) was corrected with a supply change. No outside assistance or medical intervention was required.